Event description:
Information was received indicating that a smiths medical infusion pump was working properly but when the battery was changed, the screen went black and did not show any alert and began to sound repeatedly. The battery was changed multiple times afterwards to try and resolve this issue but this pump couldn't be fixed. The spare pump was used for the patient. The patient was being administered trepostinil at 32ng/kg/min at a rate of 0.026cc/hour. There was no patient injury due to this issue.